Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.

Event description:
Caller tested 7.5 inr on the coaguchek xs system while a comparison lab returned as 4.0 inr. Patient's coumadin was held for 2 nights based on the lab result. No adverse event reported. Requested return of suspect system, however, the suspect strips have been discarded. Replacements were sent.